Event description:
This product was returned to target with no complaint description. However upon the initial review of the returned product on 9/4/1998 it was discovered that the guidewire was broken making this complaint a MDR.